Event description:
Adverse event(s): "vision blurred at distance and near" (blurred vision). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer reported that following intraocular lens (iol) implant surgery, her vision is blurred at distance and near. She also reported that her "vision goes from clear to blurry sometimes for a few seconds". The consumer reported that she had a radial keratotomy performed twenty years ago for monovision with her left eye for near vision. Her surgeon has asked to give this more time to allow her eye to heal. The consumer stated that her episodes of blurry vision had not occurred for the last couple of days and she feels her symptoms are improving. The reporter did not provide any contact info; therefore, f/u was not able to be conducted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The reporter did not provide any contact info; therefore, f/u was not able to be conducted. (B)(4).